Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, and the fill estimate issue was currently being experienced. The displayed fill estimate was static at 105 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support explained that this situation can happen due to large variances in measured pressures affecting the insulin level calculations, and once the insulin remaining matches the static number, it will count down as expected. The caller understood and acknowledged the explanation.